Event description:
The customer called and reported his blood glucose had gone up as high as 400 mg/dl. Troubleshooting for high blood glucose was performed with the insulin pump. No air bubbles or leaks were found. Insulin exited at the quick release during a manual prime. Bolus wizard, bolus history and basal rates were all accurately represented. Customer stated he would call back to complete troubleshooting once a tubing clamp was available to perform high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.